Event description:
It was reported that the subject device had a contact message appeared during the case and screen went white. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: dents on edge, loose adapter, and a cracked on side of video connector. A root cause could not be identified. Based on the results of the investigation, the user request could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a contact message appeared during the case and screen went white. There were no reports of patient harm.